Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event and explant are estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: 4951145.

Event description:
It was reported, the patient was unable to charge the ipg. Additionally, the lead was confirmed to be migrated. As a result, the scs system was explanted to address the issue. It is undetermined which lead had migrated.